Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2015 and tvt-e was implanted. It was reported that patient underwent removal surgery on (B)(6) 2021. It was reported the patient experienced prolapse and recurrent uti. No additional information was reported.

Manufacturer narrative:
The investigation is ongoing. The internal complaint's number is (B)(4).

Manufacturer narrative:
Additional information a1, d4, e1, h4, h6. H11. Correction: g1. "A manufacturing record evaluation was performed for the finished lot number 3864449 (product code tvtrl), and no non-conformances/manufacturing irregularities were identified. Expiration date: 31.jul.2016 manufacturing date : 24.aug.2015". "Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable." The internal complaint number is (B)(4).